Event description:
It was reported the wake button is getting harder to press. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.